Event description:
During preparation for a coronary artery drug eluting stenting treatment procedure stent damage was noticed. During preparation of a taxus express2 size 2.75x20mm drug eluting stent it was noticed that some of the struts of the stent were raised up. This was noticed outside the pt and no pt injury or complication was reported. Pt condition was reported as satisfied/good.